Manufacturer narrative:
The device was evaluated and found to be within specification. Also, a DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Therefore, because intervention was required, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that after endodontic treatment with ah plus jet on tooth # 36 a patient experienced strong pain that would not yield to painkillers, nor to anti-inflammatory drugs. Once unsealing occurred, the pain disappeared. The dentist used calcium hydroxide and performed new sealing with a eugenate based cement.